Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes. The device was reprogrammed.